Event description:
It was reported the patient was receiving stationary treatment at the hospital. Patient's blood glucose level is 853 mg/dl. Patient's normal blood glucose level was not provided. Patient is currently unresponsive but not unconscious. Patient was admitted to the ICU on (B)(6) 2012. Patient received insulin by injection. Patient is currently still in the hospital. On (B)(6) 2012 it was reported the infusion device delivers too low of an amount of insulin. No further information is available. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.